Event description:
Telemetry confirmed a critical alarm due to reset, low battery reset, safe state per pump logs. This occurred on (B)(6) 2011, the pt confused the alarm with the alarm of his cochlear implant. Pt experienced increased baseline pain. Current drugs infused via the pump included dilaudid and compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).